Event description:
The following event details were reported: while the pt's IV lines connected to the cordis catheter were being adjusted, the pt became hypertensive (sbps 190's) tachycardic and had bigeminal pvcs. Since the nurse was getting ready to extubate the pt the caregiver assumed the changes were due to situational anxiety however, the customer is questioning if the pt received a bolus the tubing adjustment. Although requested, additional pt/event info has been provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should it be received for eval. The customer was provided info related to proper technique and was informed that the filter needs to be kept at or near heart level to function properly.